Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keys was hard to navigate around. The customer blood glucose level was unknown at the time of incident. Customer stated that the menu and the back buttons and the arrows buttons was unresponsive. Customer stated that the numbers was not ramping on their own and the scroll bar was not moving with no input. Customer also stated that the rim of battery compartment was damaged. The customer was assisted with troubleshooting and declined the troubleshooting. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, faded serial number label and cracked select button keypad overlay.